Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 45.7cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Return date was erroneously reported as (B)(6) 2018.

Event description:
It was reported that the patient presented in clinic. Upon interrogation of the device, loss of capture and loss of right ventricular and left ventricular synchrony was observed. An x-ray confirmed that all the leads had dislodged; the physician suspected that the patient experienced twiddler¿s syndrome. The patient presented for lead revision procedure on (B)(6) 2018. The physician attempted to reposition the leads, but was unable to due to tissue clogging the helix; the helix would not retract or extend. The leads were replaced. The patient was stable before, during and after the procedure.